Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 17, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due medical reasons (not specified). The patient was reimplanted with another cochlear device during the same surgery.